Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for inflation issues, failure to deploy, or stent damage from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an un-specified coronary lesion with moderate calcification. The 4.0 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion, and attempted to be inflated to nominal pressure. During the inflation attempt, the balloon only partially inflated due to resistance with the balloon. The stent could not be deployed; therefore, the sds was removed without issue. After removal, it was observed that a strut was flared. Another xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.